Event description:
The granddaughter of a (B)(6) female pt called to zoll customer support to report that her grandmother's battery charger will not charge its batteries. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. Upon inspection, it was discovered that the charger had a loose power unit connector. The root cause of the loose connector cannot be positively identified, but was likely caused by excessive force. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.